Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no difference in the packing of the purewick female external catheter between latex verses non latex, at least it did not stand out. Stated this could lead to a serious safety event if someone grabbed the wrong one. Customer asked was there a chance in the future that they could change the packaging to distinguish between latex verses non latex, so that it stands out, color changes, larger wording.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "font too small". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "not made with natural rubber latex" "this product contains dry natural rubber" correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was no difference in the packing of the purewick female external catheter between latex verses non latex, at least it did not stand out. Stated this could lead to a serious safety event if someone grabbed the wrong one. Customer asked was there a chance in the future that they could change the packaging to distinguish between latex verses non latex, so that it stands out, color changes, larger wording.